Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient had mesh removal surgery on (B)(6) 2012 due to stomach pain, urinary tract infections, hematuria, vomiting, diarrhea, urine leakage, dyspareunia, weight loss and constipation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02764 and medwatch 2210968-2012-02765. The same patient is represented in each medwatch.